Manufacturer narrative:
(B)(4). The device was received for evaluation. During the visual inspection, it was found that the patient adapter was deformed and marks were found outside of the connector. Leak testing, clamp function testing and clear passage testing were performed with no issues noted. The reported condition was not verified. A short simulated therapy was successfully performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with a transfer set. The connector on the transfer set was oval instead of round. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.